Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, blade on trocar did not retract when went through abdominal wall and it stayed sticking out. There was no patient injury.